Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw blood glucose (bg) values entered in the pump history that the customer did not enter. Review of t:connect pump data verified that the customer interacted with the pump each time a bg value was entered. A follow up with the customer indicated that they stopped using the pump for insulin therapy and had manual injections as backup therapy. There was no reported impact to the customer's blood glucose level.